Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the picture that was provided by the customer. However, the reported problem could not be duplicated with the device. The device was put through extensive testing which included stress testing and functionality testing without duplicating the malfunction. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed internal communication failure-1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.